Manufacturer narrative:
No unexpected button error alarm was noted. The displacement test could not be performed due to the unresponsive keypad. The insulin pump had no act button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker. No moisture damage was noted on the electronic assemblies.

Event description:
Customer reported the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was unknown. Customer reported the insulin pump was exposed to some water exposure. Customer was advised to revert to backup plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.